Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10corrected sections: b5, e3, h6(health clinical & impact)

Event description:
It was report that during patient use, the cardiosave intra-aortic balloon pump blood back in unit, pump popped. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump blood back in unit, pump popped.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the blood contaminated pneumatic module assembly (0997-00-1178). The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.